Manufacturer narrative:
The affected device was not returned and could therefore not be subjected to a technical investigation. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be identified.

Event description:
A pulsar-18 t3 self-expandable stent system was selected for treatment. Upon opening the box, it was noticed that the stent was damaged. Therefore, it was not inserted into the patient, and another pulsar-18 t3 was used successfully for the procedure.